Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced this event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, a cause for the reported difficult or delayed positioning (leaflet grasping) and the reported slda (postprocedure) could not be determined. The reported recurrent mr was a result of the reported slda. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip gen 4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported recurrent mr was a result of the reported slda. The reported poor image resolution was due to procedural conditions as visualizing the clip was reported to be difficult. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment /slda and increased mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted visualization was difficult and very medial flail. On (B)(6) 2020, one clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed; however, grasping was difficult. One clip was implanted, reducing mr to 2 and the patient was discharged. Then on (B)(6) 2020 during scheduled follow up, it was noted that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment /slda) and mr increased to 4+. There was no additional clip implanted. Treatment is pending at this time. There was no reported clinically significant delay in the procedure. No additional information was provided.